Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to dka. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by mother that the patient had been transported by ambulance and hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. Paramedics were called after patient lost consciousness while on vacation. Symptoms reported include hyperglycemia, thirst, vomiting and the presence of high ketones. The patient was treated with intravenous fluids and insulin through a new pod, which was delivered by mother; patient was also prescribed odansetron tablets, to be taken every 6 hours for nausea. The patient was released after spending 7 hours in the hospital. The pod was removed at the hospital and mother believed the adhesive was loose and the cannula had not been properly inserted during wear.